Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in two pieces and showing a break between the connector and the tip, confirming the reported events. The fiber fracture can occur during procedural handling of the fiber during setup or use. In addition, a review of the device instructions for use (IFU) was completed, the IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a holium laser enucleation of the prostate (holep) procedure, the fiber broke. It was further reported that the physician experienced an unspecified injury; it was unknown if medical intervention was administered.

Event description:
It was reported that, during a holium laser enucleation of the prostate (holep) procedure, the fiber broke. It was further reported that the physician experienced an unspecified injury; it was unknown if medical intervention was administered.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in two pieces and showing a break between the connector and the tip, confirming the reported events. The fiber fracture can occur during procedural handling of the fiber during setup or use. In addition, a review of the device instructions for use (IFU) was completed, the IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a holium laser enucleation of the prostate (holep) procedure, the fiber broke. It was further reported that the physician experienced an unspecified injury; it was unknown if medical intervention was administered.

Event description:
It was reported that this slimline fiber suddenly broke during use. No further information was reported.